Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit, locking components and cord of the motor device were damaged. It was determined that the device had a component damage, heat and excessive noise. It was further observed that the device had unintended activation/motion. It was further determined that the device failed pretest for cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector, safety assessment, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device did not work and was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.